Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. According to (B)(4) the flatpanel may not be used between gantry 100 and 260 degrees. Existing imaging options in the corresponding fields can not be disabled or deleted. The angle range can also not be blocked for new fields at image acquisition. It is not possible to exclude the accidental usage of the flatpanel in this angle range. No information was reported that suggests that a mistreatment or serious injury has occurred. Preliminary risk assessment is documented. Corrective action is pending investigation and root cause determination.

Manufacturer narrative:
Preliminary risk is indicated: severity: 3 (critical): in case the user drives the mvpp to the restricted range by mistake and by accident the hd shaft of the mvpp breaks, the mvpp may cause severe injury to the patient when running down uncontrolled. Probability: b (improbable): an injury may only occur in case the usage by mistake of the mvpp in the restricted range and the hw defect occur at the same time. The safety advisor notice has been distributed with (B)(4) to all customers. The users are informed about the risk and it is possible to use the motion stop when the user recognizes, that the mvpp rotates to the restricted range. No other products are concerned. Initial complaint also references syngo rt therapist, (B)(4).